Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the extension set leaked during patient use. There was no patient harm.

Event description:
The customer reported that the extension set leaked during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the extension set leaked was not confirmed. Visual and functional testing did not replicate any leaks with the received extension set. Pressure testing also did not replicate any leaks on the received set. The root cause of the customer¿s report could not be identified.